Manufacturer narrative:
Device is used for treatment, not diagnosis device is an instrument and is not implanted/explanted investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
Synthes (B)(6) reported that during a cardiac closure procedure, the zipfix application tool did not tighten the implant with sufficient force to provide complete closure. The zipfix instrument will still tension the implant without the cutter being latched, which negates the built-in safety feature that is supposed to prevent this from happening. The surgery was completed with a like instrument with no reported delay. Patient outcome is unknown. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the functional test performed with the returned instrument with 5 zipfix implant devices on a bone model showed that the instrument is fully functional as per the design intend. All 5 zipfix implants could be tensioned and cut with the instrument. There is no design related issues identified on the returned instrument as described in the complaint description. The device is working as per the design intent. Placeholder.

Manufacturer narrative:
There is no visible damage or wear on the instrument. Referring to pd-evaluation the instrument passed the required functional test successfully and is fully functional as per the design intent. No malfunction could be identified on the instrument. No further manufacturing evaluation necessary; this complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation is ongoing as the part has been received. Placeholder.